Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device disappeared during the inspection of the subject device before an unspecified therapeutic procedure. The user facility completed the procedure using the similar but another device. There was no report of patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc (olympus medical systems corp) for evaluation. In the evaluation, the reported phenomenon was duplicated. In addition, the evaluation confirmed following; -insulation failure of the insertion tube. -bending section rubber adhesive was cracked. The exact cause of the reported phenomenon could not be conclusively determined.